Event description:
During an endoscopic retrograde cholangiopancreatography with cholangioscopy, the physician performed a sphincterotomy then used a cook endoscopy cholangioscopy access balloon to gain endoscopic access to the left hepatic duct. The physician attempted to insert the endoscope into the left hepatic duct, but was unsuccessful. Another MFR's 8mm dilation balloon was used to dilate the duct. A small pinhole was observed in the dilation balloon and it was difficult for the tech to determine the amount of pressure being pushed into the dilation balloon. The cholangioscopy access balloon was then successfully used to gain endoscopic access to the left hepatic duct. As the endoscope was being removed, the physician confirmed a perforation using fluoroscopy. A stent was placed to seal the perforation. The physician reported that the cholangioscopy access balloon did not completely deflate during use. The tech attached a 60cc syringe to the balloon to apply negative pressure and was able to remove the balloon from the endoscope. The exact device(s) that caused the perforation were not specified by the physician. A section of the device did not remain inside the pt's body. A f/u ercp will be required to ensure closure of the perforation. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in (B)(4) inventory. A review of the complaint history for this product family was conducted. The report of perforation represents an unusual occurrence. Conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Perforation is listed in the instructions for use as a potential complication. The instructions for use contain the following direction: "to deflate device, pull plug back until it stops. Place handle over proximal end of device and attach by tightening both touhy-borsts. Apply vacuum to the balloon and remove deflated device from accessory channel." The info provided indicated a vacuum was not applied to the balloon with the syringe prior to attempting removal from the endoscope. This could have contributed to the reported difficulty with balloon deflation. Prior to distribution, all cholangioscopy access balloons are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified. The appropriate internal personnel have been notified of this type of occurrence in an effort to heighten awareness. The report of perforation represents an unusual occurrence. Customer quality assurance will continue to monitor for complaint trends.